Manufacturer narrative:
On 11/05/2015 the field service engineer (fse) discovered a restriction in tubing from the rinse block to waste that caused the leak at the probe wipe. The fse bleached the pathway and the instrument ran without leaks. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported an uncontained fluid leak from the coulter act diff 2 analyzer. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.